Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/73 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made and upon receipt a supplemental report will be submitted accordingly. Referenced article: prevention of cardiac implantable electronic device related infection in patients with cancer: the role of a comprehensive prophylactic bundle approach that includes the antimicrobial mesh. Open forum infectious diseases. 2020. Doi: 10.1093/ofid/ofaa433. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cardiac implantable electronic devices (cied) and infection. The article reports a patient who experienced an right ventricular (rv) apical perforation approximately a week after dual lead implant. There was also an atrial lead dislodgement and a antibacterial absorbable envelope was implanted at the same time. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event.